Event description:
Revision surgery was performed on (B)(6) 2026 due to infection. Patient underwent primary surgery on october 2nd 2025 when the following prima assembly was implanted: short stem plus #5 (pn 1357.14.236, lot 2512529 sterilization 2500099). Reverse tray short (pn 1367.15.010, lot 2511145 sterilization 2500110). Reverse insert short dia 36mm 0° corr (pn 1367.54.100, lot 24at3ba sterilization 2400270) monoblock reverse tt baseplate dia25mm fulle wedge 10° (pn1975.14.510, lot 2506191 sterilization 2500084). Central compressive screw cortical dia5mm l25mm (pn 1975.15.025, lot 2320652 sterilization 2400141). 2x peripheral screw cortical dia5 l18 (pn 8433.15.018, lot 2516346 sterilization 2500130, lot 2518734 sterilization 2500167) peripheral screw cortical dia 5 l34 (pn 8433.15.034, lor 2510957 sterilization 2500089). Peripheral screw cortical dia5 l38 (pn 833.15.038, lot 2417504 sterilization 2400152). During revision for infection all components were removed and replaced with djo altivate reverse implants. Surgery was completed as intended. Patient is male, date of birth (B)(6) 1964. The event occurred in the united states.

Manufacturer narrative:
Review of manufacturing and sterilization records did not identify any pre-existing anomaly possibly contributing to the issue. Review of complaint database for involved sterilization lots revealed further few further occurrences of infection for different products, however detailed review of microbiological checks for clean room confirmed that parameters were all within specifications and devices were released sterilised. From follow-up communciation, the sales rep confirmed that the event is not related to the product, however no further information on the event was available to further investigate. Based on gathered information, exact root cause cannot be determined, however the manufacturer has no evidence to consider the event as device related. Based on the available pms data, the revision rate of prima stems, belonging to the family product codes 1357.14.xxx due to infection is around 0.08%. No adverse trend has been identified for this issue on prima products and the benefit-risk ratio remains favorable, and the benefit-risk profile is unchanged. According to the investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.